Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Visual inspection revealed the catheter shaft material was fractured between electrode ring 2 and electrode ring 3. The shaft material and the internal tubing and wires within the shaft had been fractured at this location. Further investigation revealed the rf wire and conductor wire 2 were determined to be fractured at the location of the fracture in the shaft material, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector. A CAPA exists related to the fracture in the shaft material

Event description:
This report is to advise of a fracture noted during analysis.